Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample (patient 1 = 0.146 ng/ml) processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected patient sample (repeat of patient 1 = 0.022 ng/ml). The affected, higher than expected patient result was not reported to the clinician. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained for a single patient sample. The sample involved may not have been processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed "as needed" maintenance to optimize the well wash subsystem on the vitros eci analyzer. Performance testing following service demonstrated that the equipment was operating as intended. A definitive root cause for the event could not be determined. However, improper pre-analytical sample processing and/or an equipment related issue cannot be ruled out as possible contributing factors.